Manufacturer narrative:
(B)(4). A visual examination of the returned device found that the outer sheath had been fully retracted and the stent had been fully deployed from the device. No issues were noted with the profile of the deployed stent, it was fully expanded. The stainless steel handle was bent. During analysis no issue was noted in movement of the outer sheath along the shaft other than a slight resistance due to the bend in the (B)(4) handle. The shaft was dissected at the proximal end of the clear outer sheath and the distal end of the inner lumen was withdrawn from the outer sheath. The outer sheath was dissected longitudinally and it was noted that some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. The most probable root cause of the reported issue is operational context; anatomical/procedural factors encountered during the procedure may have hindered the device's performance.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a colonic stent placement procedure on (B)(6) 2012. According to the complainant, the stent was to be implanted within the colon due to cancer. Reportedly, 2-3 minutes after deploying the stent in the lesion, the stent did not fully expand. Therefore, the stent was removed from the patient. The procedure was completed with another wallflex enteral colonic stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be good.